Event description:
During the index procedure four endeavor sprint rapid exchange (rx) drug-eluting stents were implanted, one in the proximal lcx, one in the distal rca and two in the mid rca. The patient was free of symptoms at the 30 day, 1 year, 1.5 year, 2 year and 2.5 year and 3 year follow up. Approximately 3 years and 5 months post the index procedure it was reported that the patient suffered a nstemi. Angiography was carried out, no intervention was planned. The investigator has indicated that the event was not related to the study stents. The patient was free of symptoms at the 4 year follow up.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (mi).